Event description:
It was further reported that the 90% stenosis in the mid to proximal lcx was diffuse in-stent restenosis

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event updated and corrected information. Relevant tests/lab data updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the pci, two stents were implanted in the left anterior descending artery. Angiography at that time also revealed a moderate mid left circumflex lesion and 75% stenosis in the mid right coronary artery (rca). Following the intervention in (B)(6) 2010, the patient had lingering fatigue and returned for intervention to the rca and relook of the left system. At the time of the index procedure the lesion in the distal left circumflex was 25mm long with a reference vessel diameter of 2.5mm not 2.5mm long with a vessel diameter of 25mm. Two-hundred-sixty-five days post index procedure, not 266 as initially reported the patient was admitted to an outside hospital with complaints of substernal chest pain and belching for 20 minutes. The EKG was without acute ischemic changes (EKG is not available). Initial cardiac enzymes were negative. At the time of the event, balloon angioplasty was performed with 20% residual stenosis not 0% as initially reported.. In (B)(6) 2011, the patient was admitted to an outside hospital with a non-stemi. Cardiac catheterization on revealed a 90% lesion in the first diagonal branch. The first diagonal lesion was pre-dilated with a non bsc cutting balloon and treated with two non bsc stents (2.5 x 18 mm, 2.5 x 8 mm). Following kissing balloon post-dilation of the diagonal and left anterior descending artery there was 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). Lesion 1 was located in the mid right coronary artery with 65% stenosis and was 32 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.5 x 38 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the distal left circumflex (lcx) with 80% stenosis and was 2.5 mm long with a reference vessel diameter of 25 mm. The physician treated the lesion with direct stent placement using a 2.5 x 28 mm taxus liberte stent with 3% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 266 days post index procedure, cardiac enzymes were elevated and the patient experienced a mi. Peak troponin was 0.154 ng/ml with a upper limit normal of 0.033. Coronary angiography was recommended. 80% stenosis in the 2nd obtuse marginal was treated with a 2.5 x 28 mm non bsc stent with 0% residual stenosis. A 90% stenosis in a long lesion from the proximal lcx to mid lcx was treated with balloon angioplasty with 0% residual stenosis. At 271 days post index procedure, cardiac enzymes were elevated consistent with a myocardial infarction and was treated with a non-tvr.